Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during a routine follow-up on (B)(6) 2016, several noise episodes and unstable impedance were observed. The physician asks for an urgent analysis.

Manufacturer narrative:
It was reported that both device and v lead were explanted on (B)(6) 2016 but the subject device will not be returned for analysis.

Event description:
Reportedly,during a routine follow-up on (B)(6) 2016, several noise episodes and unstable impedance were observed. The physician asks for an urgent analysis.